Event description:
It was reported that this electrode was previously surgically abandoned due to therapy upgrade. The patient recently developed an infection and had their entire crt-d system explanted. This abandoned electrode currently remains implanted within the patient. No additional adverse patient effects were reported.